Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the broach handles do not lock into the broach very securely, they easily pop off especially when extracting the broach. No surgical delay no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that both broach handles do not lock into the broach very securely, they easily pop off especially when extracting the broach. Surgeon requested they be replaced. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found no damage or defect. A functional test was performed by assembling with a mating broach, the device hold successfully. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the corail2 anterior broach handle would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : as no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.